Event description:
It was reported that patient presented in the clinic for follow-up and several episodes of inappropriate atp was delivered for svt. Patient was in chronic atrial flutter with intermittent rapid ventricular response. Reprogramming was recommended. The physician decided not to make any changes at this time and may modify the medication for the time being.

Manufacturer narrative:
(B)(6).